Event description:
Patient reported experiencing elevated blood glucose levels for around 3 weeks. Patient alleges the infusion device delivers too low insulin. Patient stated the infusion device often shows e7 (electronic error) message. Patient reported blood glucose levels up to 17 mmol/l (306 mg/dl); took correction via the infusion device. Patient's normal blood glucose level was not provided. Patient stated she was able to get her blood glucose level under control by herself. No further information is available. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.